Event description:
It was reported that a spectrum pump had failed pounds per square inch (psi) test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed pounds per square inch (psi) test was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The causes of the condition were determined to be a force sensor that was out of range and failed to calibrate. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.